Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a stuck pin from the controller was confirmed. It was confirmed to be pin 4 (negative power line) that broke off from the controller¿s black power cable lemo connector. A review of the submitted log file spanned approximately 9 days (15oct2020 ¿ 24oct2020 per time stamp). No notable alarms were active in the log file up until the driveline was disconnected on (B)(6) 2020 at 09:36 for a controller exchange. The 14v patient cable (serial (B)(6)), was functionally tested and found to operate as intended during analysis even though the cable failed multiple continuity tests due to higher than normal resistances associated with the broken pin. No atypical alarms were noted during testing. The cable was functionally tested with a test controller and mock loop and found to operate as intended during analysis. A root cause for the broken pin cannot be conclusively determined through this analysis. During the investigation there was an incidental finding of an additional broken pin on the male side of the 14v patient cable connector. The device history records could not be reviewed for the patient cable due to the records being unavailable and maintained by the vendor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including inspecting the power module patient cable connector pins and sockets for dirt, grease, or damage. Heartmate ii patient handbook section 3 ¿powering the system¿ provides information about how to use power module patient cable to a system controller, including how to properly aligned and join together cables. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient had been admitted to the hospital was waiting for heart transplant. The vad coordinator noticed a pin from the patient's pocket controller was broken, and was stuck in the ungrounded patient cable. The controller, and ungrounded patient cable needed to be replaced.